Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.

Manufacturer narrative:
Complaint not confirmed. Meter settings have been modified from 17 nov 06 at 8:16 pm, music on to current date 17 oct 06 at 3:30 pm, music off, and units remained at mg/dl. After 24 hours, meter was able to all retain all modified settings. Meter is working within specification. Customers and retailers have been informed through the fa21dec2006 letter.